Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: on investigation, the keypad was intact and without damage. On testing, all the keypad buttons responded normally. There was no damage or contamination of the button contacts. There was no evidence of moisture inside the battery compartment. Investigation did not duplicate the complaint.